Event description:
Sales rep reported to richard wolf medical instruments corp (rwmic) that during a procedure the device sparked. No injury to pt or staff reported.

Manufacturer narrative:
An investigation was completed as the actual device was returned to the rwmic facility on (B)(4) 2013. Device was missing hinge and nut. Spark may have been due to moisture found in block due to lack of cleaning. Root cause is handling and reprocessing. Device history: manufactured 05/01/2010, purchase (B)(6) 2012, repaired (B)(4) 2012. Labeling was reviewed and found to be adequate. I.e. Intended use, indications and field of use, preparation and cautions. Richard wolf considers this matter closed. However, in the event we receive add'l info, we will provide FDA with f/u info.